Event description:
Customer reports via phone that staff had loaded a contrast syringe into side a, and a saline syringe into side b, purged the lines of air, connected the low pressure tubing to the patient IV access device and initiated a drip mode while preparing the MRI for the procedure. While the injector was performing this drip mode, it initiated the injection protocol without any interaction from staff. Customer provided no patient information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site to investigate complaint but was not able to duplicate the issues. Fse verified proper performance of injector per service checklist (B)(4) and the unit passed checkout procedures and was returned to the customer for service.